Event description:
It was reported by the patient that after a routine device check, the patient understood that the device "may have not been adjusting for activities." The patient felt that activities were challenging. Follow-up with the physician's office revealed that the patient had not been seen in the clinic and may be being followed elsewhere. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.